Event description:
It was reported that the joystick on the 9800md system is intermittently not working properly. In house engineer identified some pins on the connector for the rui console pushed back in. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired pushed in pins on rui console connector. The system was tested and found to be working as intended and placed back into service.